Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2016. Product type: lead. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostim ulator (ins) for spinal pain. Patient stated he feels the stimulation in a different location than before. Patient states he only feels the stimulation in his middle back and right flank and no longer feels the stimulation in his low back and legs. Patient stated he no longer gets pain relief from the device. Patient stated he is recharging the device more than before. Patient stated the stimulation feels different when it was originally implanted and the stimulation is uncomfortable. Patient had a surgery to remove a tumor, his right kidney and his right adrenal gland (B)(6) 2017. Surgical site was approximately 6 inches away from the generator site. Patient did not use the device for approximately one month after surgery and when he turned it on, he felt the above noted changes. Rep interrogated device on (B)(6) 2018- all electrodes showed impedances out of range (> 20000 ohms). Multiple impedances checks run with the same results. No intervention- surgical revision replacement planned. The issue has not been resolved at the time of this report. Surgical intervention planned but not scheduled. Patient is alive with no injury. Patient medical history is chronic pain and liposarcoma. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the neurostimulator (ins) was programmed a few times and even programmed on high density once where he couldn't feel stimulation, but ¿it chews the battery like crazy and I can¿t feel it in my feet at all.¿ the patient reported that he had 5 or 6 different programs and knew how to use his controller. The patient reported that he kept trying different programs but couldn't get the ins to work. The patient reported that now his device was ¿shocking the "profanity" out of me when its turned on.¿ the patient reported that in october last year, he had a 22-pound tumor removed where they took out his right kidney and adrenal gland and thought during this surgery his equipment may have been compromised because since then the patient couldn't turn therapy on without the ins shocking him. The patient reported that he had been in pain since surgery because he couldn't use the ins. The patient reported that he met with someone to reprogram his ins but she was unable to ¿because it¿s not sending or receiving info.¿ the patient also reported that he got an x-ray which determined ¿the leads on my spine were poorly done.¿ no further complications were reported.